Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The target lesion was located in the first diagonal (d1). An attempt was made to insert the opticross imaging catheter into d1 with two wires in d1 and the left anterior descending (lad) artery. The catheter did not enter the vessels properly and was removed. No abnormalities with the device were noted and the catheter was moved to the lad wire to view the lad. The image was dark and catheter abnormalities were suspected so an attempt was made to remove the device. The catheter came apart with the tip marker remaining intact. After confirming the opticross catheter was in the 6fr guide catheter, a 1.5mm balloon was placed on the d1 wire to trap the opticross in the guide. The balloon was pulled alone to place the tip of the opticross in the guide and the entire guide was removed. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. The target lesion was located in the first diagonal (d1). An attempt was made to insert the opticross imaging catheter into d1 with two wires in d1 and the left anterior descending (lad) artery. The catheter did not enter the vessels properly and was removed. No abnormalities with the device were noted and the catheter was moved to the lad wire to view the lad. The image was dark and catheter abnormalities were suspected so an attempt was made to remove the device. The catheter came apart with the tip marker remaining intact. After confirming the opticross catheter was in the 6fr guide catheter, a 1.5mm balloon was placed on the d1 wire to trap the opticross in the guide. The balloon was pulled alone to place the tip of the opticross in the guide and the entire guide was removed. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city:(B)(6). D4 lot number, d4 expiration date, and h4 device manufacture date: corrected. The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. No imaging core windup was found within the telescope and sheath section of the device. No other visual damages were noted. Impedance testing showed an electrical open at the proximal waveform. X-ray analysis revealed the electrical failure was a result of a broken coax cable at 140-150cm. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. An inspection of pictures provided by the site showed the imaging window detachment at the lapjoint section.